Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Moreover, no image and scope communication error e216 observed during the investigation likely occurred due to a damaged power connector (connector head). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the gastrointestinal videoscope exhibited white foreign material within the air/water channel and distal end (plug rod lens). Further, no image and error e216 were observed. There were no reports of patient involvement.